Event description:
It was reported to boston scientific corporation that an interject - sclerotherapy needles was used during a procedure. According to the complainant, during preparation the physician found a hair inside the package while unpacking the device. Additionally there was no visible damage with the device and the packing noted. The procedure was completed with another interject sclerotherapy needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an interject - sclerotherapy needles was used during a procedure. According to the complainant, during preparation the physician found a hair inside the package while unpacking the device. Additionally, there was no visible damage with the device and the packing noted. The procedure was completed with another interject sclerotherapy needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation found a piece of hair inside the sealed pouch. The investigation confirmed the presence of a foreign material inside the unopened pouch, ¿manufacturing¿ is selected as the most probable root cause for the complaint. There is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an interject - sclerotherapy needles was used during a procedure. According to the complainant, during preparation the physician found a hair inside the package while unpacking the device. Additionally there was no visible damage with the device and the packing noted. The procedure was completed with another interject sclerotherapy needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.